Event description:
It was reported that the user announced and dosed insulin for a meal too early and then did not eat promptly, leading to a hypoglycemic episode reaching 39 mg/dl. Education and troubleshooting on appropriate meal announcements were provided, and oral glucose was taken. Symptoms included hypoglycemia with shaking/tremors and headache. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem; a usage problem related to an improper method of announcing a meal and then forgetting to eat. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.